Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood clot remains unknown.

Event description:
At the end of an of a redo atrial fibrillation and flutter procedure, clot formation was noted on the of the hd grid electrodes. There were no consequences to the patient.